Manufacturer narrative:
Internal complaint reference number: case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not in its original packaging. The distal end of the inner shaft and the cutting surface are fractured away from the inner shaft and stuck in the outer shaft of the device. This finding is related to the reported event. There was biological debris on the returned items. A functional evaluation could not be performed because the damage to the device prevented testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the failures could not be determined. Factors that could have contributed to the failures include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (crushing, shear force or excessive force induced on the shaft or an impact event inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the curved incisor plus elite blade was making the oscillating sound as expected but was not turning the blade to resect the tissue. The procedure was finished with a smith and nephew back up device. There was no surgical delay and no further complications were reported.